Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient went to emergency room due to high blood glucose levels. Patient's blood glucose at the time of issue was 600 mg/dl. Patient had ketones. Infusion set was in use for 2 days. Patient was treated via saline and insulin. Patient was hospitalized for 7 hours. No further information available.